Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought into clinic and provocative maneuvers did not reproduce oversensing. The patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in short v-v intervals on the right ventricular (rv) lead. It was noted the patient had an increase in premature ventricular contractions (pvc) burden. The lead remains in use. No patient complications have been reported as a result of this event.